Event description:
It was reported that during optimization after subcutaneous implantable cardioverter defibrillator (s-ICD) implant, a wondering baseline was noted on the primary and alternate vector subcutaneous electrocardiogram (s-ECG) and an increase in shock impedance measurements, still within normal limits. A recorded episode of atrial fibrillation (af) with a wondering baseline also showed noise. Oversensing and undersensing were also noted. Air entrapment was suspected as the likely cause, and therapy was turned off with the plan to monitor the patient in the hospital until the air entrapment resolved. The s-ICD system remains in service. No additional adverse patient effects were reported.